Event description:
The pace/sense portion of this lead was capped on (B)(6) 2012 due to t-wave oversensing that the physician was unable to program around. The shock portion of this lead remained actively implanted. A new pace/sense lead was placed. This lead was explanted on (B)(6) 2013. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the kentrox rv steroid lead was found dissected. Two fragments were received. A segment of 1.5 cm between these two fragments was not returned for analysis. It is reasonable to assume, that the fragmentation of the lead most likely originated from the explant procedure. The visual inspection showed multiple signs of abrasion along the lead body. In particular, at the distal fragment the insulation was found rubbed through. This insulation damage can be considered to be the root cause for the observed oversensing issue as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The cuttings of the insulation occurred most likely during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.